Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was evaluated to help to identify if there were any problems and/or what could have caused the reason for the complaint. The analysis undertaken confirmed that the device had failed and entered a non-recoverable error state. Upon inspection of the pcba data board, it appeared that there was visible damage to the board. It was concluded the most likely cause of the reported failure was due to liquid entering and flooding the internal electronic components. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The investigation has found the most probable root cause is liquid damage to the internal electronic components of the device. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
On the 5th day of npwt utilizing a pico7, it was noticed the pump has not been working and all indicator lamps solidly illuminated. It was unclear when it occurred. The treatment was continued with another pico7. No patient harm. No information about delay. The device will be returned for investigation.